Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery cap contacts broke off and was missing. Customer reported they were swimming and insulin pump was exposed to water. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken left belt clip rail, cracked middle (enter) keypad button. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unable to determine if the battery cap contacts broke off from the battery cap since the device was received without a battery cap. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No insulin pump error 25 was noted during testing, in the insulin pump history file, or in the power management graph. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 104=low battery alert occurred (B)(6) 2022 10:43:00 & (B)(6) 2022 22:05:00--these occurred close to the expected interval of 2 weeks of each other; 84=battery removed occurred (B)(6) 2022 22:07:52.000. The adapt tool lists the following insulin pump errors that could potentially trigger a critical insulin pump error (open book image) as occurring near the event date: insulin pump error 4 occurred (B)(6) 2022 11:26:34. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board 1--j7, j6, j5; electrical board 2--j1, lcd flex cable terminal. In summary, the customer¿s report of a blank display was not confirmed, that of fluid in the insulin pump was confirmed, and that of detached battery cap contacts was unable to be confirmed. The insulin pump error 4 is due to a hardware problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.